Event description:
According to the reporter, during stapling to create the pouch on the stomach in a laparoscopic gastric bypass on (B)(6) 2017, completely powered down unexpectedly even if it had plenty of battery life. The status of the indicator lights, handle indicator, adapter indicator and reload indicator were off. The jaws of the device also locked on the tissue and was removed by using manual retraction tool. The doctor needed to use the manual retraction tool after the stapler shut down unexpectedly to resolve the issue in order to complete the case. There was no patient injury. The device is expected to be returned for evaluation.